Event description:
The customer reported that the system displayed intermittent filament regulator failures and had problems saving images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane cable was replaced, the c-arm 5vdc voltage was adjusted at the fluoro functions board, a filament calibration was performed and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.